Event description:
It was reported that the user experienced difficulty pairing a libre 3 plus sensor with the ilet, resulting in intermittent communication between the cgm and the pump; the user replaced the sensor, observed the sensor warm-up, and the ilet displayed ¿bg run mode,¿ with recorded glucose reaching 240 while the cgm was disconnected and the user ate breakfast. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with device components implicated in electrical and magnetic functions and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.